Event description:
It was reported that during procedure the device had no seal, with no evidence of energy delivery and end tones being heard. The device was plugged into a generator at the time of the event, and another ligasure device was used successfully with the same generator. There was no bleeding reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure on a liver tissue, the device had no seal, with no evidence of energy delivery and end tones being heard. Re-grasp alert was asked but unknown. The device was plugged into a generator at the time of the event and another ligasure device was used successfully with the same generator. There was no bleeding reported. No patient complications have been reported as a result of this event.